Event description:
End user reported burning irritation in her nostril after performing swab extraction. The user verified there was no extraction buffer on the swab before swabbing her nostril, and the swab was sealed in its packaging prior to swabbing. No medical assistance was received by the user.

Manufacturer narrative:
In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information." H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
End user reported burning irritation in her nostril after performing swab extraction. The user verified there was no extraction buffer on the swab before swabbing her nostril, and the swab was sealed in its packaging prior to swabbing. No medical assistance was received by the user.